Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar cautery instrument involved with this complaint and completed a device evaluation. Failure analysis confirmed the customer reported issue. The instrument was found to have a broken grip-tip adapter. A piece (approximately 0.145 x 0.218 in size) was found to be broken off. The broken piece was not returned. This failure is most commonly caused by mishandling/misuse, such as applying excessive force to the instrument tips. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Details for the blank fields in section e1 were not available or unknown. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted tongue base resection procedure, the tip of a monopolar cautery instrument broke off. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument had been inspected prior to use with no observed damage. A spatula tip was installed using the installation tool with no gaps observed between the instrument and the tip. Lubricant was not used to install the instrument sheath and the connector was fully visible to ensure proper seating on the end of the sheath. The reported issue was identified during application of cautery. The surgeon noted no change in functionality and no instrument collisions occurred. There was no arcing observed. A new instrument was used to proceed with the procedure robotically. The customer further described the reported issue as the instrument being cracked at the distal end, where the tip was screwed on, and a piece was missing. The customer confirmed that no fragments fell into the patient and the piece came off during removal of the tip, when or staff was taking everything down following completion of the procedure.